Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was not feeling any stimulation and was leaking again, it was reported this started the week prior to the report. They reported they were on program 1 for 2 weeks and then changed to program 3 on the (B)(6) prior to the report, they reported they also had another bad fall on the saturday before that. When they fell, they jarred their back really bad. Patient reported another fall in december as well. Patient was redirected to their healthcare provider to address the loss of therapy/return of symptoms they experienced after the reported falls. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the patient not feeling stimulation and the return of symptoms following the falls were not determined. The programs were changed 3 times. In order to resolve the issue, the manufacturer representative at her healthcare professional's office on (B)(6) 2018. The weight of the patient was provided. There were no further complication reported or anticipated.